Event description:
The legal department reported to the complaint unit they rec'd a call from a pt: pt status post prodisc-l implantation (B)(6) 2010, reported a possible allergic reaction to the pdl implantation. Pt stated she started to "puff up" 3 weeks after implantation and it was initially though it was a reaction to the medications. A year later and the pt is still swollen. Pt would like to rule out the pdl implantation and is requesting help in getting material/info for patch testing. This complaint is on the inferior plate and this is 1 of 3 reports for the same event.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filling this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.